Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-11113. It was reported, the pt had experienced ipg pocket heating at least two years prior, and had stopped using the scs system. The pt reported, the heating occurred immediately during the charging process. In addition, it was reported the system had provided stimulation, however, the stimulation had never provided relief from his pain. The pt requested the system to be removed. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.